Event description:
It was reported that p-waves appeared on the ventricular channel when using the analyser. The user switched to new cables and no improvement was noticed. The impedance measured over 4000. Technical support (ts) recommended the analyser be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).